Event description:
Customer reported experiencing a high blood glucose event, the level displayed as "high"; although specific value was not provided. Customer addressed the situation by administering a correction injection using multiple daily injections (mdi) and acknowledged the recommendation to consult with a healthcare provider for further discussion on factors influencing blood glucose levels.